Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. No oversensing on rv lead observed.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and there were a number of short v-v intervals noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.